Event description:
Physician reported six pts treated with device experienced inconsistent results, severe adverse effects between 2003 and 2004 as follows: pt 1-at 6 months following 1 treatment, pt experienced hypopigmentation and neck scarring.

Event description:
Physician reported six pts treated with device experienced inconsistent results, severe adverse effects between 2003 and 2004 as follows: at 1 week following 2nd treatment, pt experienced severe swelling, epidermolysis and blistering, facial scarring and hypopigmentation.

Event description:
Physician reported six pts treated with device experienced inconsistent results, severe adverse effects between 2003 and 2004 as follows: three days following treatment pt had massive swelling, scattered blistering, and possible long-term scarring and hypopigmentation.

Event description:
Physician reported six pts treatment with device experienced inconsistent results, severe adverse effects between 2003 and 2004 as follows: at 1 week following 2nd treatment, pt experienced isolated 3rd degree burn and scarring in the middle of an otherwise normal wider treatment field on lower leg.

Event description:
Physician reported six pts treated with device experienced inconsistent results, severe adverse effects between 2003 and 2004 as follows: following 1st treatment, pt experienced two isolated 3rd degree burns at the bikini line.

Event description:
Physician reported six pts treated with device experienced inconsistent results, severe adverse effects between 2003 and 2004 as follows: at 3 days following 3rd treatment, pt experienced severe swelling.